Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with distal crossover, with the right side not extending fully to the mid glans. A revision surgery was performed, during which the physician explanted and replaced the device. There were no further patient complications.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100788223. Model/catalog description: reservoir, flat, iz, 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Tissue damage, migration and inflation issue are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptom of tissue damage is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.